Event description:
A customer reported to pentax medical that the transducer connector soaking caps failed the leak test. Eus soaking cap (oe-u4) malfunctioned - failed leak test. Not maintaining pressure when installed properly in aer (medivators advantage plus). Failed dry leak test and in aer. Description of any action taken: pentax reps isolated the faulty caps and reported issue to (B)(4) and will return caps for evaluation. Replacement caps will be sent in. The issue was discovered in the reprocessing room, during reprocesssing. There was no report of patient injury related to the event.

Manufacturer narrative:
The devices were returned to pentax medical and repalcments were sent on order (B)(4). The inspection results of the returned caps is pending. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.